Event description:
It was reported that the device detected a false tachycardia episodes due to electromagnetic interference. The device is still in use. No patient complications have been reported as a result of this event.